Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the medium-large clip applier instrument was being used to apply a clip to the cystic duct; however, the clip did not close properly and fell into the patient. It was reported that the clip had fallen off multiple times while the instrument was being installed through the trocar. It was retrieved during the same procedure. The customer inspected the instrument and noticed the instrument jaws did not line up. The customer reported that this event had occurred with two medium-large clip applier instruments this procedure (record with patient identifier (B)(4) captures the other event). The procedure was completed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have misaligned grips/tips. The bent grips were visually detectable. The physical damage is indicative of excessive force applied to the instrument tips. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.